Manufacturer narrative:
The investigation into the reported purge system leak was completed. The device was not returned for evaluation. Based on the clinical report it can be confirmed that the cause of the purge system leak was due to damage of the purge luer with the use of sodium bicarbonate. Per the IFU: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 65-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. It was noticed during support that there was a crack in the yellow purge luer and that purge pressure (pp) was low. Staff attempted to troubleshoot with possible purge bypass, but the outcome was not provided. Bicarb was utilized as the purge solution. There were no reports of harm to the patient.